Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated which was confirmed with imaging. It was noted that patient experienced discomfort. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.